Event description:
It was reported that this peritoneal dialysis (pd) patient was on antibiotics for an infection (unspecified). Upon follow-up it was documented that the infection was klebsiella pneumoniae and the patient required hospitalization (B)(6) 2026-(B)(6) 2026. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). It was confirmed the patient was not diagnosed with peritonitis, however; the type of infection was not confirmed. The patient went to the hospital on (B)(6) 2026 due to a non-functioning pd catheter (not a (B)(6) product). The patient¿s pd catheter was pulled due to the patient not having sufficient adequacy. The patient has transitioned permanently to hemodialysis (hd). There is no indication of a serious injury, patient death, or other adverse event related to a (B)(6) product or other issue warranting further investigation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).